Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unknown because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusions: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 4,5,6 and7), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2 and 3. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The unit meets all manufactures specs.

Event description:
The pt received a shock during a treatment. The pt was being treated for a rotator cuff injury using electrotherapy and therapeutic ultrasound. During the treatment the pt complained of a shock sensation. The clinician suspected that the electrotherapy was the source of the shock. The clinician did not convey additional treatment parameters or the condition of the pt, post incident.